Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents two products with the same catalog numbers and unk lot numbers involved in the same procedure.

Event description:
This pt returned to the hospital, per-protocol, for a re-study, which revealed a 59% in-lesion restenosis in the mid right coronary artery (rca). In 2002, this male pt, who was enrolled in the study, underwent an index procedure with placement of two assigned stents in the distal rca. The characteristics of the vessel and the rate of stenosis are unk. The first stent was placed in the lesion and the second stent was placed proximal to and overlapping the first stent as a planned use for a long lesion. There is no info if post-dilation was performed. Post-procedure, there was a 25% in-lesion restenosis with no dissection and timi3 flow. There was no reported injury to the pt. The pt was discharged in 2002, on aspirin and clopidogrel. The pt returned in 2000 for a follow-up study, per protocol, which revealed a 59% in- lesion restenosis in the mid rca. The physician used a right radial approach to access the pt. A coronary angiogram revealed a mrca restenosis of 80-90% timi 2.5. The distal rca appeared to be normal. The length of the stenosis was 10mm. There was mild calcification but no thrombus present. Lesion type b2. The lesion was dilated with a 3.5 x 10 bc cutting balloon four times at 10 atmospheres, with a successful result. The pt was given nitroglycerin. The procedure was successfully completed . A total of 10000 on bolus heparin was administered during the procedure. The pt was discharged later on the same day.